Event description:
A malfunction occurred when the customer received an occlusion alarm and a malfunction code indicating a non-resettable malfunction. There was no adverse impact on the customer's blood glucose level. To resolve the issue, a replacement pump with updated software was sent by technical support. The customer agreed to use multiple daily injections as backup therapy to ensure continuous insulin delivery. They were instructed to return the malfunctioning pump to tandem using a provided return box and pre-paid label and were informed of how to program the replacement pump and connect it to their continuous glucose monitor.